Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's device was telling him to "add gel or replace belt." The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel or replace belt message) has been confirmed. Upon inspection, the gel fire wire was cut, resulting in an open circuit which caused the "add gel" message. The root cause of the cut gel fire wire cannot be positively identified but is likely due to physical trauma. No adverse event resulted from the cut gel fire wire. The patient received a replacement electrode belt.